Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the display screen was gradually becoming more dim. There is no indication of an adverse event associated with this issue. This report is made based on the allegation of the display issue which was unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.